Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarm was noted. No unexpected number scrolling anomaly was noted. The insulin pump had intermittent button response due to corroded keypad traces. Moisture damage was noted on the lcd board. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is not working due to a button error alarm. The blood glucose reading is 167 mg/dl. The insulin pump will be replaced. Nothing further reported.